Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, scratched lcd window, cracked keypad overly, missing belt clip plate weld, serial number label missing, pillowing keypad overlay, overlay scratched. Cosmetic damage was confirmed missing belt clip plate weld. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6) 2021 15:42:32 pst ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4). Complaint status: order creation mdt initial contact: (B)(6) taken by: (B)(6). Call taken by (B)(6) on (B)(6) 2021. Initial notes: 640g pump and the backside of the pump has broken inquired what led up to the complaint. Customer response: 10/31/2021: the cust states that the backside of the pump is completely broken bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has been bumped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: cracked . 2. Damage occurred: while getting in the car the pump was bumped and the clip came off and the damage was noticed . 3. Location of the damage is: backside of pump where the clip goes . Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: your replacement request has been submitted. If approved, the local office will contact you to discuss delivery/collection and process the order. If the request is not approved for any reason, the local office will follow up with you the next business day. Adv cust of the online support section no further assistance required additional notes: pump sn: (B)(4). Bg: unsure ship: 1 replacement pump mmt-1711kl 640g /return: 1 damage pump mmt-1711kl 640g ((B)(4)) country: united kingdom city: dromore zip: bt25 1tu input date: 10/31/2021 warranty start: 01/20/2019 warranty end: 01/19/2023 batch - (B)(4).